Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer plugged pump into a known working power source and pump screen turned on. Technical support planned to replace the pump. Customer will continue to use current pump; will rely on alternate method if necessary.